Event description:
It was reported that there was a device restart and failure during ventilation and that the patient was not ventilated during the event and showed physiological signs of desaturation (blueish skin color).

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a device restart and failure during ventilation and that the patient was not ventilated during the event and showed physiological signs of desaturation (blueish skin color).

Manufacturer narrative:
For the investigation, the logbook was analyzed with regard to the reported event from the 30th of december 2021. Based on the entries in the logbook, it was possible to reconstruct for the day of the event that the device performed a cockpit restart with active ventilation at 15:06 hrs. Shortly thereafter, the ventilation mode was changed from spn-CPAP to spn-CPAP/ps. This mode ran until 15:12. During this time, apnea ventilation was automatically started 2 times due to insufficient respiratory effort of the patient and stopped by the user immediately afterwards. From 15:12 until 16:17, the pc-simv+/ps ventilation mode was then active without alarm messages. Furthermore, based on the logbook analysis, it could be understood that between 3:06 pm and 3:12 pm, and from 4:17 pm to 4:28 pm, the device alerted one obstruction, one leak, and (4x) disconnection. Also, during this time, apnea ventilation started automatically 2 times due to insufficient respiratory effort by the patient and was stopped by the user immediately afterwards. According to the logbook, the stored disconnections sometimes lasted very long (about 1 minute), which explains the reported patient condition or low co2 curve. The "anti air shower" function was active. This also explains the reported statement "accordingly, the pneumatic unit also failed." Presumably, this device behavior was interpreted by the user as a malfunction. When the anti air shower function is activated by the user and a disconnection is detected during ventilation, the flow is reduced until a reconnection is established. When this happens, a corresponding alarm is generated and the message "disconnected ?" Is displayed. Reconnection detection of the anti-air shower function was unsuccessful due to the existing disconnection. At 16:28, the device was switched to standby. No ventilation malfunction is seen in the logbook. The system's safety software analyzes and verifies that the device is functioning properly. If the safety software detects a deviation with regard to the infinity cockpit, a warm start of the cockpit is triggered to reset the microprocessing system to a specific state. Ventilation is not affected by a restart of the cockpit and continues as set. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional yellow / green oled display, where the user can see the ongoing ventilation. After successful completion of the warm start, the system sends the alarm message "cockpit restarted" with the associated audible alarm tone. A complete failure of the v300 with an accompanying stop of ventilation could not be confirmed or traced. The device reacted as specified to a leakage in the breathing system and alerted the user accordingly. Due to the activated "anti-air-shower" function, the flow was automatically reduced until the reconnection was attempted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.